Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; d10; g3; g4; h2 d10: us157848 ¿ m2a magnum cup ¿ 597370. 157442 ¿ m2a magnum head ¿ 448560. 139259 ¿ m2a magnum taper ¿ 101040. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114: device not returned visual inspection of the returned stem found the distal end to be heavily scrapped. The porous coating is mashed and contains light colored foreign material. The neck is also dinged and deformed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting right total hip arthroplasty metallosis and elevated metal ion levels. Right hip paint that limited function. Negative infection work-up. The metal head was coldwelded to the stem and was unable to be disimpacted. A capsulotomy was made exposing black synovial fluid. Synovial tissue sent to pathology, no report. Several attempts were made to disimpact the femoral head without success. It appears the femoral head was cold-welded onto the stem. A carbide burr was used to create an episiotomy around the metal head to disengage it from the stem without success. ¿ it was decided the patient would need an extended trochanteric osteotomy with revision stem options. Current on-the-shelf revision options were not suitable for the patient so the procedure was aborted. Failed rtha due to metal-on-metal with pain and trochanteric fracture with non-union. The surgeon tried to retrograde impact the femoral head off, but as (B)(6) found, it was cold-welded and could not be removed. ¿ an extended trochanteric osteotomy was created. Of note, we did see that the trochanter was a fibrous union at this point, it was not healed. Cable and buckle was removed. The stem was removed atraumatically. The femur was reduced to its original position and three cables were replaced. Acetabular component appeared well positioned and well fixed. There was no evidence of loosening. No apparent intra-operative complications. DHR was unable to be reviewed as the lot number for the devices is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03698. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03415; 0001825034 - 2020 - 03417.

Event description:
It was reported that during patient underwent an attempted right hip revision approximately 13 years post implantation due to metallosis, elevated metal ion levels, pain and limited range of motion and mobility. The surgery was aborted due to the surgeon being unable to disimpact the femoral head from the stem. Revision stem options were unavailable, so the incision was closed. Approximately 5 months later, the patient was referred to another hospital were an extended trochanteric osteotomy was performed in order to successfully revise the component. Attempts have been made and additional information on the reported event is unavailable at this time.